Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), enlarged atrium and tethered septal leaflet for a triclip procedure. During the procedure, 2 triclips were implanted successfully. During the deployment of third triclip, the triclip was unable to pass establish final arm angle test. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), enlarged atrium and tethered septal leaflet for a triclip procedure. During the procedure, 2 triclips were implanted successfully. During the deployment of third triclip, the triclip was unable to pass establish final arm angle test. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.